Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap appendectomy. According to the reporter: during the case, there was no indication of any adverse event. One day post-op, the pt had urine discharging from the drain tube, and it is believed that the bladder was injured during trocar insertion. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.